Event description:
It was reported that the patient experienced hemoptysis. A 300cm v-18 control wire was selected for use for a cardiac monitoring device implant. During the implantation, the non-boston scientific monitoring device was deployed, however the patient started coughing up blood and vomited. Patient remained hemodynamically stable, and a computed tomography angiography (cta) scan was ordered following the procedure. The cta scan was unremarkable. Patient was admitted to the hospital and the following morning was scheduled for discharge.